Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated power on reset (por) with no reason code. Por with no reason code occurred three times on (B)(6) 2014.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated a firmware error message/code. Confirmed loss of telemetry c due to indicated power on reset (por).

Event description:
It was reported that the patient lost consciousness due to ventricular fibrillation (vf) and the implantable cardioverter defibrillator (ICD) delivered a defibrillation shock(s). A device check was performed by the medical engineer at the hospital, and device reset status was confirmed. The device was explanted and replaced. During the device replacement, blood inflow was confirmed when the is-1 pin of the cut right ventricular (rv) lead was checked. A new rv lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.